Manufacturer narrative:
Natus medical tech support made several attempts to get additional information with no response. The neoblue blanket service manual provides instructions in detail for performance verification testing, including how to measure light intensity with a radiometer. Also instructions for adjusting light intensity if the intensity is not within tolerance. When the customer provides additional information to natus medical a supplemental will be provided.

Event description:
Natus medical received a customer complaint on (B)(6) 2017 that a neoblue blanket system would not adjust to proper intensity. The customer did not provide details regarding the actual incident, just the product information part number and serial. Technical service confirmed that there was no mention of death/serious injury, delay in treatment, or environmental/safety concerns.